Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.

Event description:
Consumer called to report being treated at a walk in clinic for low blood sugar. Had been treating to high readings and believes it caused a low sugar reaction. Was given oral glucose gel and coke for treatment.